Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, urinary problems, bowel problems, recurrence, and dyspareunia. No further information has been provided.